Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the hospital:"there was leakage from the one-way valve." (B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4). The product was not needed for investigation. Received video shows the leakage on one-way valve clearly. Also failure is not first of its kind. Based on the visual, the failure could be confirmed. Sap trend search was performed (material 70106.4518, failure code 0129 one-way valve) which came to following results: 0 additional complaint was recorded. However for different materials and failure codes 22 additional complaints were recorded which appears reported issues are the same since the last 12 months. Based on the sales figures of the last 12 months following occurrence rate has been calculated: (B)(4) %, which is below 1%. Due to this information no systemic issue could be determined. The most probable cause of the failure is found as material failure. Device history record shows no references which are indicating a non-conformance of the product in question. As a corrective action, regarding to similar incident supplier complaint (B)(4) was already initiated. All further actions will be followed by scar (B)(4). The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).